Event description:
The customer obtained an imprecise, positively biased vitros phyt quality control result (biorad level 3 result = 142.6 g/ml vs. Expected result = 112.0 g/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that an imprecise, positively biased vitros phyt quality control result was obtained while using the vitros 5,1 fs analyzer. Patient samples were not reported to have been affected. An ocd field engineer has performed service actions to multiple analyzer subsystems and performed related adjustments however the investigation is ongoing at the time of this report. The assignable root cause is an instrument related issue.